Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 156 mg/dl. The customer plugged the pump in to charge and the pump turned on. The customer changed supplies and resumed insulin. Reportedly, the pump would continue to be used for insulin therapy.